Event description:
It was reported that before the procedure, when no patient was in the room, the battery of the pulsavac lavage exploded as the nurse was testing it. The nurse was not burnt or injured. There was no harm to a patient or a delay to a procedure, as there was no patient involvement. Diligence complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h4, h6, h11. No product was returned; the provided images confirmed that the battery pack was warped and that there was black debris seen within the battery pack. The images verified that ruptured batteries. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.